Event description:
Plaintiff was employed as a dental assistant and wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: hand dermatitis, runny and puffy eyes, and runny nose. Plaintiff alleges that she was allergic to latex.